Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the mother board and inspiratory blind mate cable to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to MFR specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement at the time of the event.